Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell. It was also reported that the right atrial (ra) lead experienced a polarity switch and exhibited high and undefined impedance in both unipolar and bipolar configurations. Noise was also noted on ra lead in bipolar and unipolar configurations. The ra lead remains in use. No further patient complications have been reported as a result of this event.